Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported, the patient had not been feeling well and had a low grade fever. The incision site was warm to the touch. The patient was treated with oral antibiotics. The patient indicated the antibiotics gave her a rash. Follow up information identified the patient's entire scs system was removed due to a (B)(6) infection at the ipg pocket site. The patient is still in the hospital and receiving IV antibiotics.